Event description:
After twin hook surgery, it found the cutout of twin hook. This case was presented at the meeting of (B)(6) society for fracture repair on (B)(6) 2013.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.